Event description:
Related to MFR report#: 2183959-2012-01004. A "monarc hammock" was implanted, the date of implant was not provided. The mesh products were implanted "to treat her pelvic organ prolapse and stress urinary incontinence." It was reported that due to mesh, the pt has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and another losses. It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions." Also alleged was that the pt underwent, "extensive medical treatment, including but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.